Event description:
It was reported that during a gastrectomy procedure the device was locked out soon. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Anti-backup failure, malformed clip, advancer bypass toward tissue stop, the analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two clips partially formed were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. During two consecutive firing sequences the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the device without any difficulties noted; two pear shaped clips were released. The remaining clips were conforming according to our manufacturing specifications. It should be noted that a corrective action has been initiated to address the root cause of the advancer bypass issues. Finally, the device locked out as intended but the orange was not visible. These findings are not related with the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.